Manufacturer narrative:
This report is submitted on november 13, 2019.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator resulting in the device being explanted (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted november 28, 2019.